Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device which was returned. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections and results: b/a washer present/condition, present/uncut; damaged anvil/anvil shroud, no; damaged guide face, no; damaged knife, no; damaged staple pockets, no; damaged trocar, no; missing parts, no; staples present/location, no; tissue present/describe, no. Functional tests and results: safety release, good; trocar/anvil fit, good. Based on the information received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The anvil was placed on the instrument and the instrument was cycled several times with no difficulties noted with the anvil detaching from the instrument. The reported incident could not be recreated. Manufacturing and engineering have been notified of the reported incident.

Event description:
It was reported the device was used during a colon resection. It was reported the anvil was loose upon removal from the packaging. It fell off the sterile field. Case was completed with another device. There was no consequence to the pt.